Event description:
New information received notes that prior to removal the lead exhibited an increase in pacing lead impedance, and that during explant a lead fracture was noted.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in the emergency room. Upon device interrogation aborted vf episode due to oversensing of lead noise was observed. Pacing lead impedance anomaly was also noted. The lead was replaced. The patient condition was good after the event.